Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus advised the customer to replace the lamp, and if the issue persists after the lamps are replaced the system should be sent in for repairs. Olympus provided the replacement lamp part number and advised the customer that the instructions to replace the lamp is in the instructional manual. A review of the device history record found no deviations that could have caused or contributed to the failure of the lamps to function. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that the lamps need to be replaced. The customer was advised to replace the lamps. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that neither lamp turned on during a procedure. The procedure was completed with no reports of patient harm associated with this event. Follow up with the customer was performed and they stated that the lamps were inspected and found working prior to the procedure.